Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h10: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had all bands attached and was attached to the trip wire. The trip wire was broken, possibly at the time of removing the device. Additionally, the handle had marks of trip wire being secured. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were damaged. The returned trip wire was broken, possibly at the time of removing the device. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had all bands attached and was attached to the trip wire. The trip wire was broken, possibly at the time of removing the device. Additionally, the handle had marks of trip wire being secured. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of the bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were damaged. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle, or if excessive force is applied to the handle when deploying the bands. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient. This could have caused at the time of removing the device the trip wire was broken. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."